Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had three low blood glucose events that caused him to fall asleep and had seizures when he was woken up. Customer reported that the events occurred on (B)(6) 2014, (B)(6) 2015 and (B)(6) 2015. Customer stated the second one was while at work and caused him to fall out of his bunk, hit his head and hurt his back and was taken to the hospital to get checked out. Blood glucose value is unknown. He was given glucose gel by his coworkers. Customer stated that the lows occur anytime he is active. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. He was unsure if the device was exposed to an MRI. It passed the displacement test and the settings are accurate. Customer was advised to monitor the insulin pump and contact the doctor to discuss the low blood glucose issues.